Event description:
This lead was implanted on and unknown date and was explanted on (B)(6) 2016, due to infection. The physician was dr (B)(6), at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).